Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012592873 was returned and analyzed. Visual inspection showed the catheter was received without a guidewire. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The slide control function was stiff despite softening of the guidewire lumen, and the sliding stroke was limited to a part not exceeding approximately a third of the total length. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The continuity test passed for all electrodes and impedances were normal. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The electrode wires appeared entangled within the distal end of the shaft. Dissection of the catheter confirmed that the electrode wires entangled at the distal end of the shaft. In conclusion, the catheter did not pass returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slide control knob would not create a perfect ring shape. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.